Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that when they did a connection check on the clinician app, they saw a red x on the impedance test that could not be resolved with troubleshooting. Agent reviewed that the connectivity check is just an impedance test between specific pairs and that once a patient is implanted, there is no reason to do a connectivity check to ensure that the lead is in the header block. Caller mentioned that sometimes they are able to resolve the issue red x issue by switching out the header blocks, wiping the lead, etc....agent and caller had discussion around impedances vs connectivity check. No patient symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.